Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is filed under separate medwatch report number.

Event description:
It was reported two proglide devices were used for closure of an unspecified access site; however, both devices failed. The patient was sent for surgery. No more details were provided. No additional information was provided.